Event description:
A customer contacted beckman coulter inc., (bec) and reported getting retic vote-outs and observed what appeared to be retic stain leaking from the bottom of the stain chamber. The coulter lh 750 hematology analyzer is associated with this event. The customer was performing a startup when the retic failure occurred. The source of the leak could not be isolated as part of the troubleshooting. Customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of this event. The material safety data sheet (msds) was not reviewed; however, there is an exposure control/risk management plan in place at the facility. There was no exposure to mucous membrane or open wounds. There was no impact to patient results. There was no death, injury or an effect to patient treatment; no one sought medical attention.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) was dispatched for this event on (B)(4) 2011. The fse confirmed the leak at waste line of retic stain chamber. The fse replaced waste line and reconnected. The fse also trimmed top of pressure line and sample lines on retic clear chamber. After repair, the system was ready for customer operation. Per the fse e-mail, the waste line is connected to a rotating mix motor, the tubing just became disconnected from probable wear and tear. The replacement was conducted so the new tubing would grip the fitting better, and would not slip off again. The root cause is attributed to the disconnected waste line of the retic stain chamber. (B)(4).